Manufacturer narrative:
(B)(4) the device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned.

Event description:
On an unknown date a patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placed. The patient was reportedly having a few hiccup and trying to manage them with antibiotic. This event is being reported due to the use of antibiotic which is a medical intervention.